Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A review of the service history revealed no failures or problems that were the same as, or similar to the reported condition and there was no indication that the parts replaced during servicing caused or contributed to the reported event. There were no findings in the device history record review associated with the reported problem. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
This is a report of a patient who experienced shortness of breath and fluid around their lungs coincident with therapy for peritoneal dialysis. The patient was hospitalized for the event. Treatment information was not reported and it was unknown if the patient recovered from the events. No additional information is available at this time.